Manufacturer narrative:
After battery installation, device displayed a flashing white screen with a beep. After further review of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the internal battery connector, and electrical board shows signs of previous moisture presence and corrosion around the lower pins of the lcd connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.